Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during the tha surgery, when the surgeon was screwing, the tip of the universal driver shaft was broken. He could not remove the fragment of the shaft. Therefore, he implanted an insert without removing the fragment."